Event description:
The patient's mom/reporter contacted animas on (B)(6) 2012 alleging that the patient's blood glucose went from 185 mg/dl down to 24 mg/dl in 45 minutes while she was utilizing the animas insulin pump and having issues with the loss of prime. During the troubleshooting session, the reporter did not have the insulin pump since the patient was still at school. Reportedly, the patient's blood glucose was increasing with treatment. Troubleshooting could not be completed since the subject pump was not available. This complaint is being reported because, the patient suffered an alleged hypoglycemic episode after the loss of prime issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.